Event description:
It was reported that during a left mastectomy surgery the doctor used the device about 20 minutes effectively, then the device gave hand-piece, blade and torque and it was observed that the knife was broken. No patient consequences reported. Procedure was completed with same like device. One device will be returning.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, evidence that the device had been used. The device was functionally tested with a generator. During functional testing on gen11 "tighten assembly" and then instrument error screen were received . Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an instrument error detected or blade lockout later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.